Manufacturer narrative:
Per visual inspection: inpen was received with no physical damage to cartridge holder, however inpen was received with novolog cartridge holder versus a humalog cartridge holder making it difficult to lock in place. No physical damage to inpen front shell and back shell was noted. Unit paired successfully to commercial app. Inpen received with leadscrew 1/4 of travel. Commercial app does state is humalog in use however, novolog cartridge holder is the incorrect fit making it difficult to install and remove. Inpen passed front cap investigation. In conclusion: this is a humalog inpen with the correct humalog bayonet fitting and a novolog cartridge holder. Therefore, the customer complaint of cartridge holder stuck inside base cartridge cavity is confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an inpen and the cartridge did not fit in the cartridge holder, as there was a bump inside it. The customer reported no adverse event. The event involved product(s) mmt-105elblna. Troubleshooting was performed and the customer was informed that the inpen will be replaced. The customer will discontinue the use of the inpen and revert to a backup plan per the healthcare professional's instructions. No harm requiring medical intervention was reported. Mmt-105elblna was returned for analysis.